Manufacturer narrative:
The insulin pump was received stuck motor error alarm loop during bolus and basal delivery and motor position encoder error alarm was confirmed in the alarm history screen also, unable to perform a21 error test, occlusion test and excessive no delivery test due to motor error alarms. The motor may have had an intermittent failure that was not detected during our testing; the motor was tested outside of the unit and passed. However, the insulin pump passed the displacement test, self-test, off no power test, rewind test, basic occlusion test and prime test. The operating currents were in specification. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 220 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.